Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "5fr provena tl PICC was placed for about a week. Patient was vented and sedated. The PICC was secured with a securacath. Patient went for CT scan where a hole in the PICC closet to the patient's skin was discovered at about the 3cm mark and the PICC was out about 4cm. The red port was the lumen with the hole and it was distal to the securacath."